Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was break in aseptic technique, further described as inappropriate use of mask during a period of coughing and sneezing. The hp was treated with vancomycin intraperitoneal injection (ip) 2 gram (g) every 5 days, levofloxacin oral 500 milligram (mg) 1 x/day and fluconazole oral 50 mg/day. The event of peritonitis was resolving.

Manufacturer narrative:
(B)(4). The home patient (hp) was re-trained on proper aseptic technique. The hp completed a course of antibiotic therapy which consisted of vancomycin and levofloxacin and was reported to be fully recovered.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.